Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as raw under both breast areas. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed hydrocortisone for the skin irritation. Follow up indicated that the skin irritation improved.